Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The doppler reel was replaced and the iabp functions normally. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) doppler tether would not retract. There was no patient involvement, and no adverse event reported.